Manufacturer narrative:
Unit unable to prime during the prime test due to faulty force sensor system. No motor error alarm. Motor passed motor test. Scratched lcd window,cracked display window corners, battery tube threads cracked,cracked reservoir tube lip, reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.